Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient was experiencing uncomfortable stimulation due to lead migration. As such, the patient underwent surgical intervention where the lead was explanted and replaced with a new one.